Manufacturer narrative:
The repair for this device cannot be conducted at this time due to a back order status of the replacement battery needed for correction. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When the part becomes available, the repair will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
A field service engineer (fse) was dispatched onsite to perform preventive maintenance (pm) and discovered that the battery displayed a battery error and needed to be replaced as the manufacturing date was beyond 5 years old. Per good faith effort (gfe) response, the fse confirmed that a 1124 "battery failed" alarm error was in fact displayed on the screen and provided the following battery information: lot ID: m66228p1, manufacturing date:2016-09-13 this investigation is ongoing.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the authorized service provider (asp) on the v60 indicating that the battery needed to be replaced as the manufacturing date was beyond 5 years and the device displayed a battery error. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The asp was dispatched onsite to perform preventive maintenance (pm) and discovered that the device displayed a battery error. The asp found that the battery needed to be replaced as the manufacturing date was beyond 5 years old. This investigation is ongoing.

Manufacturer narrative:
A field service engineer (fse) installed the replacement battery and verified that the issue was resolved as the device was operational and complied with the manufacturer's specifications. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.